Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: medical device component code upon investigation of this incident, a technical support specialist contacted the customer and confirmed that the nurses were able to pull the medication and suspected it might have been a temporary glitch. Then, the technical support specialist closes the case.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.